Event description:
It was reported that the patient's artificial urinary sphincter(aus) device was explanted due to fluid loss. A new aus device comprising of a 3.5cm cuff, 4.5 cm cuff, 61-70 cm h2o balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter(aus) device was explanted due to fluid loss. A new aus device comprising of a 3.5 cm cuff, 4.5 cm cuff, 61-70 cm h2o balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's artificial urinary sphincter(aus) device was explanted due to fluid loss. A new aus device comprising of a 3.5cm cuff, 4.5 cm cuff, 61-70 cm h2o balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.